Event description:
Customer reported that a touchscreen on a pump was cracked and shattered, rendering the touchscreen illegible and unusable. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to replace the pump. Customer was instructed on how to put the pump into storage mode before returning it and confirmed understanding.